Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon strings split off after use [device breakage]. Tampons were open, strings frayed [device physical property issue]. Tampons strings split off after used making it extremely difficult to remove [device difficult to use]. Tampons purchased (B)(6) 2020, expiration date 01-jan-2020 [expired device used]. Consumer sent e-mail stating she opened the box of tampons, and found many were open and the strings were frayed. The strings split off after she used them, making them difficult to remove. She discovered the tampons were expired. No injury was reported.

Manufacturer narrative:
24-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating she opened the box of tampons, and found many were open and the strings were frayed. The strings split off after she used them, making them difficult to remove. She discovered the tampons were expired. No injury was reported.